Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to capture. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.